Manufacturer narrative:
Additional information: h3, h6. H11. H11: the device was received for evaluation. During functional testing, 'ok' button was not working was reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be "ok" key was working intermittently. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's 'ok' button was not working during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.